Event description:
Home patient caregiver reports one incident of a blood leak between the hemodialysis blood line and the catheter extension. Incident occurred several months ago at initiation of treatment. Due to potential for contamination the blood volume in the blood tubing was discarded resulting in ebl = 250 cc. Lot number is not known and the complaint sample was discarded. No patient injury or need for medical intervention is reported. Caregiver reports no problem or visible defect on the bloodline patient connector. MDR is filed for blood loss only.